Manufacturer narrative:
Devcie remains implanted in the pt. A review of the manufacturing paperwork has been requested. The review of the manufacturing paperwork verified that this lot met all pre-release specfications. Unable to determine the cause. Also implanted were pxc141400/lot #04026802, pxl161407/lot #04340417, plx161407/lot #04345146 and a cordis palmaz genesis stent (6x18mm).

Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis as part of the aaa study. Two months later, a follow-up CT scan revealed a proximal type I endoleak. Four months later, the physician performed a re-intervention. Using guide catheters the aneurysm sac was explored and multiple arteriograms were taken. The endoleak could not be identified. Multiple sac pressures were measured and all were low and non-pulsatile. The physician tolerated the procedure.